Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the "patient underwent cholecystectomy procedure with cholangiography by videolaparoscopy, but after going to the unit, he continued with severe abdominal pain, distension, nausea and vomiting. The patient made a thomography scan of the abdomen and it was identified that the clips had a small amount of free liquid, next to the emptied bed, in the abdominal cavity and notably in the pelvic region, as well as obliteration of adjacent fat, related to previous manipulation. There was a need for surgical reapproach to which it was identified that the clip was open". At the time of this report the customer has not returned our requests or additional information. If additional information is received, the complaint file will be updated.